Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted from this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated and a conclusive cause for single leaflet device attachment/slda cannot be determined in this complaint. The reported mitral regurgitation/mr, fatigue and dyspnea were a result of slda. The reported patient effects of dyspnea and mr are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported medical intervention and hospitalization were a result of case specific circumstances as one additional clip was implanted reducing the mitral regurgitation to grade 1. There is no indication of product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, medical intervention it was reported that the initial mitraclip procedure was performed on (B)(6) 2018 to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior leaflet prolapse. One clip was implanted, reducing mr to 1. Then on (B)(6) 2021, the patient returned with shortness of breath and fatigue. It was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient was re-admitted and on (B)(6) 2021, the patient underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 1. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.